Event description:
Boston scientific crm received info that 18 hours post-implant, this dextrus atrial lead dislodged. In a revision procedure, the lead was successfully repositioned. However, the physician stated he was dissatisfied with the way the lead worked with the stylet. No adverse pt effects were reported. The dates of implant and explant are unavailable.